Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump sleep/wake button became progressively less responsive and was ultimately unresponsive, requiring multiple presses to power on, with no vibrations perceived during attempts. Symptoms included no device haptic feedback associated with the button press. Outcomes included the need for device replacement and instructions for safe shutdown and continued cgm use. Investigation included customer interview, review of user-provided video evidence, and confirmation of device details to assess hardware function. Investigation of this case revealed a suspected mechanical or electrical failure of the sleep/wake button assembly leading to intermittent activation and lack of haptic response. It was concluded, based on previously established findings for similar reports, that the cause was a hardware component malfunction consistent with normal wear or component degradation.